Manufacturer narrative:
B3: unknown. No information has been provided to date. D: no information found for di number. E: full phone number: (B)(6). G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that when trying to use it with new batteries and an ac adapter. An alarm sets off and wouldn't work. There was no patient involvement. And reporter confirmed, that there were no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the event history log, it could not confirm that there was record of the related customer reported issue. Functional test was performed, and the issue again wasn't confirmed. The cause of the issue was possibly a defective downstream occlusion (dso) sensor or cassette product. The dso sensor was replaced preventatively to fix the issue.